Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00681.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00681.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system catrx aspiration catheter (catrx), guide catheter (6fr), and a non-penumbra sheath. It was reported prior to using the catrx, the physician performed a groin cutdown to remove plaque. During the procedure, while advancing the catrx to make the first pass, the physician experienced resistance and the proximal end of the catrx had bent and then broken into two pieces. Therefore, it was removed. The physician then advanced a new catrx through the sheath and down to the distal anterior tibial artery. Subsequently, the physician made one pass using the catrx; however, while retracting the catrx, the physician experienced resistance and the distal end of the catrx had broken off. Therefore, the physician used a balloon catheter to remove the broken piece of the catrx. It was also reported that the physician removed the sheath in exchange for a new sheath. Afterwards, the arteriotomy was closed and shut down the femoral artery. The physician placed a graft to restore flow and completed the procedure. There was no report of an adverse effect to the patient.